Event description:
It was reported that the patient received inappropriate shocks from their bi-v implantable cardioverter defibrillator (ICD) due to external interference (emi). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: model: 5594, right atrial (ra) implantable pacing lead; implant: (B)(6) 2010. Model: 148 (competitive product), right ventricular (rv) lead; implant: (B)(6) 2004. Model: 4196, left ventricular (lv) implantable pacing lead; implant: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.